Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that unit "stopped working during a case. Customer turned the unit off and back on; the system did not start working again. Caused a delay for around 15 minutes. Customer had to switch out the unit. Voltage deviation reported on system log." No negative impact in state of health reported.